Event description:
It was reported that patient underwent a foot and ankle procedure on (B)(6) 2011. During that procedure, when the surgeon was preparing the pilot hole for the juggerknot short anchor, the tip of the drill bit factured off in the fifth metatarsal. The surgeon retrieved the fractured piece, opened another drill bit, and continued with the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.